Manufacturer narrative:
Pump was received with blank display due to moisture damage found on lcd board and mother board. Unable to verify button error alarm due to blank display. No moisture damage on keypad traces noted. Unit had cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 190 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the display of the insulin pump went blank afterwards. The customer reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.